Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient experienced high blood glucose level and he felt that the cannula may have been bent due to which the insulin was not delivered properly. Earlier in the day, he changed his infusion set and stated that his blood glucose level started going high. Therefore, he tried to treat it with correction bolus which was delivered successfully. However, his blood glucose level continued to be high. Reportedly, his highest blood glucose level was 430 mg/dl. Subsequently on sunday, (B)(6) 2020, the patient was admitted to the hospital due to high blood glucose level. He also had trace of ketone levels. While in the hospital, his infusion set, and cartridge was changed as the infusion had been used for less than one day. During hospitalization, he received intravenous saline fluids, novolog pen and lantis pen as corrective treatment, which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.